Event description:
This case was reported by a consumer and described the occurrence of drug maladministration in a (B)(6) female patient who received super poligrip original denture adhesive cream (formulation number (B)(4)) cream for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip cream (dental). At an unknown time after starting super poligrip cream, the patient experienced drug maladministration because she used the product more than once a day, numb feet, numbness in hand and neuropathy. This case was assessed as medically serious by gsk. Treatment with super poligrip cream was continued. The patient stated that she is not sure if her symptoms are related to super poligrip but she saw the "warning on tv (television)." Manufacturer's comment: the super poligrip is manufactured in (B)(4). The lot number for this product is known; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).